Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level. The customer¿s blood glucose value 104 mg/dl and sensor glucose value was 48 mg/dl at the time of the incident. The customer was treated with glucose tablets for low blood glucose. The customer reported that the blood glucose readings were 45 mg/dl, 60 mg/dl and 104 mg/dl respectively. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.